Event description:
It was reported that the patient went into cardiac arrest on (B)(6) 2022 around 0300 while the patient was at home. At that point an ambulance was called, by family member, and the patient was taken to the hospital arriving at approximately 1400 into the critical care unit (ccu). Upon review of the patient¿s device interrogation there were numerous no external power and low voltage alarms. Appeared the mobile power unit (mpu) lost total power in each event and enabled the backup battery in the controller until power was restored to the mpu on the following date and time: on (B)(6) 2022 at 0548 no external power for 7 seconds, 0549 no external power for 17 seconds, 549-550 no external power for 38 seconds, and 0620-0622 no external power for 75 seconds, in which there was no interruption in pump support during this time. The sequence of events that occurred on (B)(6) 2022 were as follows: on (B)(6) 2022 at 3:00 am, the patient took one percocet. By 3:30 am, the patient went into arrest and on the ground for 30 minutes prior to emergency medical service (ems) arrival. Unclear if any resuscitation was initiated by family member. Upon arrival, the patient was apneic, idioventricular rhythm, pulseless (but ventricular assist device (vad) flows normal). Cardiopulmonary resuscitation (CPR) initiated. At 4:00 am upon arrival to the emergency department (ed), the patient was intubated. CT (computed tomography) of the brain showed loss of grey/white differentiation. Pupils fixed/sluggish. Patient was started on dobutamine. At 11:00 am, the patient had a few seizure-like activities and received intravenous (IV) ativan. At 1:30 pm, the patient on dobuta 6, vad speed 5600, flow 4.5. Vad interrogation showed 11 low voltage and 12 no external power source alarms since 5:00 am. No low flow alarms. No evidence of pump stoppage between 5:00 am to 2:00 pm. The patient¿s initial neurology (neuro) exam was poor with dilated pupils, no gag, no doll¿s eyes, apneic. Hemodynamically, patient was on low dose dobutamine, not on any pressors. Neuro critical care consulted and recommended hypothermic protocol and observation for 72 hours before reassess neuro prognosis/brain death exam. At 8:00 pm, the patient became hypotensive to map (mean arterial pressure) of 30-40s, with corresponding low flows 2l on vad. Epi drip was started, and multiple boluses of ivf were given. The echocardiogram did not show tamponade and right ventricle function stable. By 9:00 pm, the vad team discussed status with family. Family decided to transition to comfort care due progressive hemodynamic instability and overall poor neurological prognosis. On (B)(6) 2022, the patient was terminally extubated. The pump was turned off and the patient expired around 10:33 pm. Additional information requested but not provided. Related manufacturer report number for the mobile power unit: MFR # 2916596-2022-01804.

Manufacturer narrative:
The reported multiple admissions due to low voltage and infection were reported under: MFR # 2916596-2020-04177, MFR # 2916596-2020-02878, MFR # 2916596-2021-04251, MFR # 2916596-2020-04486 and MFR # 2916596-2020-04213. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 24feb2022 at 4:01:08 through 13:30:21 multiple no external power alarm activated on 24feb2022 from 05:48:20 to 06:22:58 due to rsoc and bus voltage simultaneously diminishing to ~0v with a loss of ac power on the mobile power unit. The backup battery was able to provide power to the pump during the alarm. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient expired on 24feb2022. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22nov2019. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.